Event description:
It was reported by the user facility that the axiom luminos drf system hung-up during a patient examination. When the user switched the system off and then on again, the table started tilting without user command while a patient was on it. The movement was stopped by pressing the emergency stop button. The system worked normally again after it was restarted. There was no report of patient injury communicated to siemens associated with this event. It is assumed, however, in worst-case a serious injury might result if the issue reoccurs. The reported event occurred in india.

Manufacturer narrative:
Facility contact name was not provided to siemens. Manufacturers preliminary analysis: the cause for the unintended tilt movement has not been determined yet. Investigation is ongoing. Initial corrective actions/preventive actions implemented by the manufacturer: siemens requested that the customer facility not use the system until repair is completed by trained personnel at the affected site. No general problem has been detected for the installed base which requires an immediate action. A supplemental report will be submitted if additional information becomes available or upon completion of the investigation. Internal ID# (B)(4).

Manufacturer narrative:
The complaint issue was investigated in detail. The customer stated that after the system hung-up, the table started tilting without user command. During this movement, a patient was on the table, but no injury occurred. The movement was stopped by the user pressing the emergency stop button. The system worked normally again after restart. The user was instructed by siemens not to use the system until it was checked by trained personnel. The provided log files were examined by the siemens software specialists. The analysis confirmed that the system had hung up. Based on the last telegrams received at 13:12, the system was not in use until a restart at 16:06. In the log files of the subsequent period, the described system malfunction could not be found. No change in the system position in connection with a tilting movement could be detected. The analysis also did not show any malfunction of the control elements. According to the information received, the system has been checked by trained personnel and is in use again. No parts have been replaced on site. It was confirmed that the problem did not recur. To ensure patient safety, it is stated in the operator manual to always secure the patient with shoulder supports during tilting (see xpd3-500.620.02.01.02, page 169-170 and page 330). To prevent unintentional movements during startup, the system has several safety features: if any operating element is active during system startup, all movements are blocked until restart. A dmg (dead man grip) functionality is available with software version vd10. In case the dmg is active during startup or for more than 1 minute after startup without movement being activated, the system movements are blocked. In addition, the emergency stop button can always be used to stop any movements immediately. Since the analysis of the log files did not reveal any unintended movements within the provided timeframe and the problem has not recured, it cannot be investigated further. The customer was instructed in the case of recurrence to please ensure proper and timely documentation of the issue by providing all relevant data (log files, error codes, workflow description, etc.). The complaint was closed, and further action is not deemed necessary by siemens at this time. H11 corrected data: d8: the device was not serviced by a third part and this section should have been checked "no" in the initial report submitted to the FDA on september 28, 2022. G2: report source company representative should not have been checked in the initial report. Other should have been checked to include that the complaint issue occurred in india. H8: usage of device was incorrectly checked as "reuse" in initial report.